Manufacturer narrative:
Available details indicated that therapy test was failed due to defective dfm 100 assy processor and dfm 100 measurement module ECG +spo2 (electrocardiogram and oxygen saturation). To resolve the issue, quotation has been sent to the customer, but the offer was expired. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective dfm 100 assy processor and dfm 100 measurement module ECG +spo2. The root cause of which could not be determined. The reported problem was confirmed. To resolve the issue, quotation has been sent to the customer, but the offer was expired.

Event description:
Update: this report is based on information provided by philips local customer service support and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that therapy delivery test was failed. Related patient involvement information is unknown although multiple requests have been sent out for such information.

Manufacturer narrative:
Reporting address line 1:(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the therapy test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.